Event description:
Rh discrepancies on the galileo instrument were reported for 2 patient samples.

Manufacturer narrative:
The instrument was serviced. The pipette rinse supply line was not positioned correctly in the system liquid container. It was repositioned to the appropriate position. The repair brought the instrument back within operating specifications. The returned customer samples correctly typed as o, rh positive and a, rh negative, respectively, when tested on an in-house galileo. The galileo operator manual provides guidance and warings regarding the comparison of abo-rh results to patient and donor history prior to release of blood products for transfusion. (510(k)#bk040013)